Manufacturer narrative:
Additional information: d10, h3 plant investigation: companion sample devices were returned to the manufacturer for physical evaluation. The companion samples were visually inspected and were found to be acceptable and no damage was observed. In addition, the samples were tested in the cycler machine and no issues were detected, no leaks were found. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. During the evaluation of the companion samples, the alleged failure stated in the complaint was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event occurred inside the cassette door and water was found on treatment cart and cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that companion cycler sets and the old cycler are available to be returned to the manufacturers for physical evaluation.